Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by seizing motor. The failed motor assembly, bearings, gears, and bottom plate were replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt involvement.